Event description:
It was reported that an asymptomatic patient presented in-clinic for follow up when post-sensed t-wave oversensing was observed. The patient received inappropriate atp therapy. The device was reprogrammed and the patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.